Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that during a routine visit, the patient's heart rate was found to be low, and it was not possible to interrogate the device, nor was there any magnet response. Premature battery depletion was suspected, and the device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine visit, the patient's heart rate was found to be low, and it was not possible to interrogate the device, nor was there any magnet response. Premature battery depletion was suspected, and the device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.